Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the distal left circumflex (lcx) artery. A 2.00mm x 15mm emerge balloon catheter was advanced to dilate the lesion. The balloon was inflated twice, however, it ruptured at 12 atmospheres during the second inflation. The procedure was completed with a 2.0mm x 15mm no-sc balloon catheter. No patient complications were reported and the patients's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with the original box. There was a stopcock attached to the hub and the hypotube was kinked 47cm from the strain relief. Microscopic examination of the balloon did not reveal any damage or tears. The inner was flattened on both sides of the proximal markerband. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the distal left circumflex (lcx) artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated twice, however, it ruptured at 12 atmospheres during the second inflation. The procedure was completed with a 2.0mm x 15mm no-sc balloon catheter. No patient complications were reported and the patients's condition was good.